Event description:
It was reported that insulin pump had a blank display, frozen screen and unresponsive buttons. It was also stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not solved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.